Event description:
A minor shock was allegedly rec'd by a nurse when the nurse plugged an scd into a 110 volt outlet at the foot end of the bed. It was found that the center screw was missing from the outlet.